Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the operational test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information was provided. The reported issue could not be confirmed since no evaluation was performed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure.

Manufacturer narrative:
Reporter phone number: (B)(6). Reporting institution number: (B)(6). No approval from the customer.